Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ where it was reported during the course of field action fc045, csb premature battery failure and fluid leakage observed in the battery compartment on plum 360 device. There was no patient involvement, unknown delay in therapy and no adverse event.

Manufacturer narrative:
The investigation found the battery incorrectly installed in the wrong orientation and fluid leakage found in the battery compartment. The battery asm, battery door and battery door pad were found to have damage from fluid leakage. The battery asm, battery door and battery door pad were replaced. Subsequently the device passed all performance verification testing (pvt). Probable cause battery incorrectly installed in the wrong orientation. Corrective actions are in process.